Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that implantable pacemaker device exhibited high power consumption due to sensing high atrial rates and enabled signal artifact monitor(sam) patch which affected this device longevity. Technical services (ts) recommended device reprogramming. Device remains in service. No adverse patient effects were reported.